Manufacturer narrative:
(B)(4).

Event description:
It was reported that a message that could not connect occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion site on an unknown date. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a message that could not connect is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.